Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a regular pacemaker check, it was noticed that no diagnosis data were available. An explanation is requested.